Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion. The device was inspected with no issues noted. Resistance was encountered during advancement. It was reported that stent dislodgement occurred during removal following failed delivery. The stent was removed after a failing to cross the lesion. A guide extension catheter was then used and it was noted that while attempting to reinsert the device the stent was not on the catheter. The stent was found laying on blue sterile drape where patients legs/feet are underneath. It is believed that the stent came loose and came off once removed from the guide catheter. No patient injury was reported.

Manufacturer narrative:
Additional information: the device was being used to treat a lesion in the proximal obtuse marginal (om) artery. Negative prep was not performed. The lesion was pre-dilated using a non-medtronic balloon. Excessive force was not used during delivery. No resistance was noted during withdrawal of the device. Product analysis summary: the stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. A kink was evident on the distal shaft, with bending evident to the underlying support wire. Tactile testing confirmed kink. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other deformation was noted. If information is provided in the future, a supplemental report will be issued.